Event description:
It was reported that the cases failed, alignment is off for pressure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the left and right plunger cases were broke. During the inspection and flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be the left and right plunger cases were broken by the customer. Replaced left and right plunger cases. D4 (UDI) is unknown. No product information has been provided to date.